Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. On (B)(6) 2023, the patient was asleep when it happened, and no specific symptoms were reported. However, the mother performed a fingerstick and the cgm was reading 1.5 mmol/l and the blood glucose reading was 7.2 mmol/l. The patient was treated by the parent with a glucagon injection and when the patient woke up his eyes were red. The parent called an ambulance, but as the paramedics arrived after 2 and a half hours, the patient had already recovered, and no additional treatment was given. At the time of the report, the patient was ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e0833 red eye(s).